Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly. After the device was re-interrogated, normal device function resumed. The patient was noted to be in stable condition. No additional information was reported.